Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, the capsule of the delivery catheter system (dcs) would not advance despite turning the handle. After unfolding and attempting to turn the handle again, the capsule would still not advance. It was noted that the capsule appeared to have "turned inward." Subsequently, a new delivery catheter system (dcs) was used for loading without any issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, the capsule of the delivery catheter system (dcs) would not advance despite turning the handle. After unfolding and attempting to turn the handle again, the capsule would still not advance. It was noted that the capsule appeared to have "turned inward." Subsequently, a new delivery catheter system (dcs) was used for loading without any issues. No patient complications were reported as a result of this event. Additional information was received that loading the valve felt strange but no unusual resistance was noted.